Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device has previously exhibited multiple red alerts due to high, out of range pacing impedance (>3000 ohms) from a competitor's lead. Recently, this lead has exhibited out of range impedance measurements without a subsequent red alert. Boston scientific technical services were contacted and stated that this alert will not retrigger until the patient is seen in-clinic with a programmer. Lead integrity testing was also discussed. The physician elected to explant and replace the device to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that this device has previously exhibited multiple red alerts due to high, out of range pacing impedance (>3000 ohms) from a competitor's lead. Recently, this lead has exhibited out of range impedance measurements without a subsequent red alert. Boston scientific technical services were contacted and stated that this alert will not retrigger until the patient is seen in-clinic with a programmer. Lead integrity testing was also discussed. No additional information is available at this time. The device remains implanted and in service and the patient was stable with no adverse consequences.